Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions, specification, and quality control data was conducted during the investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "the plaintiff alleges device unable to be retrieved, chest pain, swelling in legs, numbness in fingertips, and anxiety¿. Cook will reopen its investigation if further information is received. Unknown if the reported ¿chest pain, swelling in legs, numbness in fingertips, and anxiety.¿ is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
According to the retrieval report: "the inferior vena cava is unable to be retrieved as the feet are embedded into the wall of the inferior vena cava and are unable to be removed . The attempt at removal of the filter caused the filter to collapse. This caused occlusion of the inferior vena cava in order to restore flow through the area of the filter, a balloon was used to reopen the inferior struts of the filter."

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/15/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2014 as pe prophylaxis. An unsuccessful removal attempt allegedly occurred on (B)(6) 2014. The plaintiff alleges device unable to be retrieved, chest pain, swelling in legs, numbness in fingertips, and anxiety.

Manufacturer narrative:
(B)(4). Evaluation: the product was not returned to assist with the investigation. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2014 at (B)(6) medical center in (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Evaluation: the product was not returned to assist with the investigation. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2014 at (B)(6) medical center. Dr. (B)(6) placed the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.